Event description:
While using the opera device, during the scan, the patient was grabbed on to the side and underneath of the table and got her fingers caught between the tabletop and the base. The patient grabbed underneath the table at the exact moment the technologist was adjusting the working surface for a trigger finger injection.